Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite receiving a correction, the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Patient's mother also reported the presence of trace ketones and slight irritation from the pod's adhesive. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the fluid path components found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined.